Event description:
Per the clinic, the patient was identified as having the brca1 gene mutation, which may lead to the development of breast cancer and requires ongoing monitoring via MRI imaging. Although the implanted device used by the patient is MRI-conditional, the patient found the required safety procedures, including splinting and head wrapping, to be intolerable. Subsequently, the device was explanted on (B)(6) 2026, and the patient was reimplanted with a new MRI-compatible cochlear device during the same surgery.